Manufacturer narrative:
This supplemental report was submitted to provide a correction to the event (b3) date.

Event description:
The technical support engineer was informed by the biomedical equipment technician at the user facility that during inspection before use, the evis exera iii video system center had a "b30 communication error and intermittent noise on the image" with the use of 180 series type endoscopes. The technician was able to troubleshoot and determined the problem was with system as it was replaced with a different (same model) system and everything worked appropriately when using the 180 series endoscope. The intended procedure was completed. No patient injury or harm was reported. The device will be returned for a service/inspection.

Manufacturer narrative:
The device was returned to the service center for evaluation. The reported issue was confirmed as there was no image due to a defective patient board set. The video connection was inspection and no abnormalities were observed. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image occurred due to a faulty patient board set. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.